Manufacturer narrative:
Submit date: 10/17/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a yankauer. The customer reports that the product inside the total hip pack broke off in the patient. There was no injury reported however, clinical data was requested due to the nature of the issue. The customer further reports that the whole suction tip broke off in the middle of the procedure. The customer reports the yankauer was not damaged or deformed prior to use and there were no contributing factors associated with the breakage of the suction tip. The surgery was continued without incident. The complaint was reviewed with a covidien clinician and is more clearly described as: the customer reports that the tip end of the suction device broke off during the middle of a total hip procedure. No injury occurred. Prior to this procedure, the customer reports the device was not damaged or deformed and denies any contributing factors associated with its breakage. The surgical procedure continued without incident.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Based on the information available in this complaint report, the condition reported could not be produced during the manufacturing process. However based on previous evaluations with the same failure mode, the root cause determined was incorrect use of the device. A fracture / break can be produced on the yankauer only if an extreme stress / strength is applied (40 to 60 pounds-force), but this is not the intended purpose of this product as a suction device. As the issue was not found during the manufacturing process, a corrective action is not deemed necessary at this time. However, a quality alert was issued and the appropriate manufacturing personnel were notified during an informational meeting. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will also be used for qa tracking and trending purposes.